Event description:
Patient complained of right knee pain, doctor explored the right knee and observed wear on the medial side of the poly. The doctor exchanged the poly and closed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital and surgeon policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.